Event description:
It was reported that the patient had a break in aseptic technique further described as the patient did not wear a mask during peritoneal dialysis (pd) therapy while using unknown baxter pd disposables. On (B)(6) 2013, the patient experienced peritonitis. The patient was not hospitalized for the event. The patient was treated with an injection of vancomycin (ip, 1gm) and an injection of tazar (IV, 4.5gm twice daily) for peritonitis. The patient was recovering from peritonitis. At the time of this report, the patient was recovering from peritonitis. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error described as break in aseptic technique. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.